Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D9: device availability unknown / not provided. H6: event problem codes ¿ patient code 1932.

Event description:
Doctor reported that implant at tooth site 34 was surgically removed due to peri-implantitis with inflammation. Doctor also indicated pressure on implant caused by prothesis and bone was slightly fractured.